Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that it was the second time this month that she received a no delivery alarm. Customer's blood glucose level was 199 mg/dl. The customer tried different sites but the insulin pump continued to alarm no delivery. The customer was changing the infusion set and reservoir. The customer was advised that the device would be replaced and agreed to return the product for analysis.